Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon reportedly could not use the wrist of the large needle driver instrument smoothly and found that the instrument wire was broken. The instrument was pulled out and upon inspection, found no visible damage. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.